Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Boston scientific technical services (ts) was contacted to discuss how the long-short intrinsic rhythm, which came through as a result of this ra lead's failure to capture, caused induced ventricular tachycardia (vt). The vt resulted in a shock by the device. This ra lead was later explanted and replaced as a result. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).